Manufacturer narrative:
(B)(4). It was reported that the patient was also treated with nirmet intravenously (0.5g daily) for the peritonitis. The patient was not responding to peritonitis treatments, so dianeal therapies were discontinued and the catheter removed. Four days after the catheter was removed, the patient was discharged from the hospital. At the time of this report, the patient had not yet recovered from the event. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1958. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent. The patient was hospitalized on the same day as onset for the peritonitis. The patient was treated with vecmid (intraperitoneally, 1 gram per day) and itamekin (intraperitoneally, 0.5 gram per day) for the event. The patient was retrained on aseptic technique. It was reported that pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient remained hospitalized and was not recovering. Had not yet recovered from the peritonitis. Capd therapy was ongoing. Additional information was requested but is not available.